Event description:
It was reported that the patient was recharging implanted neurostimulator this morning and it took another hour and a half to charge to 100%. Patient states the percentage on the handset does not match what the charge level is because it showed the ins was 100% pe rcent charged. Patient services (ps) reviewed charging considerations. Patient is concerned because they are going to be in the hospital for back surgery and does not know how long they will be in there and if they will need to charge. Patient wondering why the handset is set up that way because they thought when the implant reached 100%, it was charged to 100% and that is what the technician told her. Ps reviewed. Patient mentioned they charge every wednesday and it is at 50% when they start and then it reaches 100 percent. Patient also states it takes longer to top off the ins than it does to charge the implant. Patient asked why the percentage does not show the 25% increments on the implant when it is at 100%. Agent reviewed patient can stop charging at 100% or if they want to charge over 100%, patient can leave it on there to charge past 100%. Patient states one time the handset read cant find recharger. Ps reviewed patient can inform doctor if concerned about recharging sessions. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided new information indicating that they had experienced difficulty charging their implant in the last three weeks. The patient stated it has always taken a long time to charge, requiring 45 minutes to go from 25% to 100% and nearly two hours to charge beyond 100% fully. The patient noted that the neurostimulator is now using 25% more battery per week than it previously did. It was at 50% charged when they began charging that day, but dropped to 25%. While charging, the green light on the wireless recharger changed to red and emitted a low sound. The patient turned the recharger off and back on, after which it began beeping and searching for the stimulator. Troubleshooting steps were performed, including palpating the device, and the patient successfully connected and started charging. The caller was advised to call back if further assistance is needed. The patient mentioned contacting the manufacturer representative, who informed them that an engineer would visit next week and discussed the availability of a new device that charges faster. The patient expressed interest in faster charging due to their numerous physical issues.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) that the issue was not resolved and cause was unknown. They reiterated already reported information. They stated that it now take the patient 1.5 hrs to reach 100% to become fully charged. They noted that at one point the charging stopped for a while; the green light changed to red. But, then pt was able to continue charging the device. During another occasion, the charger cut out more than it had previously. Also experiences was an error message and a charging has stopped message.